Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8336-50, serial: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model: sc-4316, lot: 19169854 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing weakness and numbness in his legs. The patient underwent a revision procedure wherein the scs was explanted. No device malfunction was suspected.